Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the device and both leads were explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that high pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) and left ventricular (lv) leads. Loss of capture was also noted on both leads. There was no asystole as the patient was not pacemaker dependent. A system replacement procedure was planned at a later date. No adverse patient effects were reported. The device and leads remain in service at this time.